Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece was quickly overheating with no specific time frame and makes a grinding noise while testing the system. There was no patient involvement.